Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg was not labeled properly.